Manufacturer narrative:
A product evaluation was completed: the breakage of the ø 5 mm locking screw occurred approximately 25 mm from the screw head. The screw tip was not returned and may have remained in the patient¿s body. The light green anodized ø 5 mm locking screw is made of titanium alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. Because of the atypical crack initiation zone which was observed during macroscopic investigation and later on confirmed by the scanning electron microscope (sem) examination a metallographic examination was undertaken. Therefore a small portion of the ø 5 mm locking screw was sectioned and prepared into a transversal and longitudinal microsection. The transverse microsection showed a homogeneous alpha-beta microstructure with a texture. The material is free of alpha case. The longitudinal microsection showed no abnormalities. Based on these results we can conclude that the microstructure of the locking bolt was in compliance. Hardness measurements were carried out using a vickers indenter and corresponds the required international standards. The dimensions of the investigated locking screw (as far as measurable) were checked using a digital sliding calliper and found to be in compliance. Mechanical damages were observed on the locking screw. These might be a result from the contact zone to the intramedullary nail. The fracture surface showed an area with an atypical rough topographic appearance. When examining the fracture surface of the locking screw using the scanning electron microscope (sem), the areas of fracture initiation and the fracture behavior could be identified. The crack started at the outer side of the screw and ran into the material. At a higher magnification, a mixed fracture of fatigue striations and structured breakage was observed at the crack propagation zone. Structured breakage is typical for a fatigue fracture in pure titanium and indicates moderate loads. Approximately 70% of the fracture surface showed fatigue striations. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the screw failure was caused by fatigue and overload. Based on the topography of the fracture surface, the locking screw was subjected to moderate dynamic bending loads (one sided) during crack initiation and then to low dynamic bending loads. Constant load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the locking screw. Over a long period of time the screw could not resist the applied force which finally led to the material overload/fatigue failure. Post-operative activities of the patient and a possible instability of the fracture situation (non-union) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: age not reported. Unknown when pain started. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Manufacturing date: 27. Dec. 2012, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was attempted, per investigation site, it was not possible due the missing material/ products were not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure was done, revision of a2fn. Patient had a2fn in the right femur done on the (B)(6) 2013. Came back and complaint of pain on the right femur on 27/1/15, x ray done and broken screw of the distal screw. Further questioning and pain is localised on the non-union of the femur. Patient's revision surgery is done on (B)(6) 2015, another new a2fn nail is inserted. Surgeon mentioned the broken screw most likely due to the non-union. Other than that, patient is healthy and surgery went well. Patient outcome post procedure is good. No further information is available. This report is 3 of 4 for (B)(4).